Event description:
It was reported that the unit was not switching on, the fuses are repeatedly being overloaded. It was further reported that the ballast component was replaced. Following the replacement, the unit is functioning as intended.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.